Event description:
It was reported that a revision midfoot correction procedure was performed due to breakage of three 4 mm headless mini monster screws. The revision surgery involved removing the broken screws and placing new screws. The screw breakage was confirmed on (B)(6) 2024. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2- foreign - saudi arabia. No product was returned but the pictures were provided. Evaluation of the images received were conducted by the dqe as well as clinical, in which both confirmed the broken implants. Per the clinical evaluator, the root cause of the screw breaks is repetitive stress and fatigue failure from a delayed or non-union of the subtalar joint, talonavicular joint, calcaneocuboid joint, and naviculocuneiform joints. Device history record review cannot be performed without product identification. A definitive root cause cannot be determined. The complaint is confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.